Event description:
It was reported by an attorney representing a patient in a potential claim. The attorney stated that a cdh33 was utilized in an abdominal perineal resection and that the surgeon reported a misfiring. The surgeon further reported that he was unable to re-anastomose due to the location of the firing and had to perform a permanent colostomy that will not be reversed.